Event description:
Additional information received stated that the patient underwent surgical intervention wherein the leads were explanted and replaced. Post-operatively, stimulation therapy was restored and the patient was able to go into MRI mode.

Manufacturer narrative:
A4 patient weight was added to the report. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2020-02683, 1627487-2020-22573. It was reported that the patient experienced ineffective stimulation. It was discovered that the ipg had flipped in the pocket causing the leads to migrate and wrap around the ipg. Diagnostics also revealed high impedances on several lead contacts. Surgical intervention is pending to address both issues.

Event description:
Additional information received stated that the patient's system cannot go into MRI mode due to the high impedances.